Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that there are reoccurring occlusion alarms and had high blood glucose level symptoms. The patient reported that he felt reoccurring alarms were result of scar tissue. It was corrected by changing soft cannula infusion set resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.